Event description:
The customer reported that the system lost all power to the c-arm during a surgery case. They had to reboot to finish the procedure.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable. The system was tested and all functions are operating properly.